Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal clonidine and bupivacaine via an implantable pump. The physician reported a patient injury after replacement targeted drug delivery (tdd) pump was implanted. It was unknown if the issue was resolved at the time of the report. The patient injury included paraparesis and/or paraplegia.

Event description:
Additional information was received from a company representative (rep) reporting that the date of the event was unknown. The patient's pump and catheter serial/lot numbers and implant dates were provided. It was reported that the mdt device or therapy was not causal or contributory with respect to the paraparesis and/or paraplegia however, the cause was unknown. The reason for replacing the patient's tdd pump was unknown. There diagnostics/troubleshooting performed related to the patient experiencing paraparesis and/or paraplegia was unknown. It was unknown if the patient's symptoms resolved. The pump is still in use.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot# 0229514128, implanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 2026-06-28, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.